Event description:
An IV was started for a patient while in the emergency department who required a blood transfusion. Pump had been infusing and had alarmed when a healthcare professional was in the room and noted the infiltration. The patient developed an IV infiltrate and right hand compartment syndrome requiring a fasciotomy of the right hand and forearm. Patient is currently being followed by plastic surgery.